Manufacturer narrative:
Site neuro coordinator, (B)(6) declined to provide patient weight. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On (B)(4) 2016 a medtronic representative, following-up at the site, reported the site nurse reporting this event stated that the issue occurred when the scan was coming over from the imaging system and she was waiting to adjust the contrast of the images for navigation. The surgeon had not yet looked at the screen because the imaging system was still over the patient. This did not affect patient surgery because the screen returned to normal when the surgeon was waiting for the imaging system to come out, then started navigating with no monitor issues. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a posterior lumbar fusion spine procedure, the 2 navigation system mdt monitors would intermittently flicker out and go black and display the message "dvi searching" in the corner of the monitor. At the same time, a third non-medtronic monitor would lose signal and display the message "digital rbr out of range". In trouble-shooting, the non-medtronic monitor information was unavailable. The medtronic representative shut-down the navigation system computer and navigation interface unit (niu) while leaving all three monitors on. The navigation system computer was booted-up fully, then the niu. Issue did not reoccur. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 10-15 seconds. There was no impact on patient outcome.